Manufacturer narrative:
Patient weight not available from the site. Replacement device shipped to site on (B)(4) /2014 for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure the clamp instrument was damaged. The screw on the clamp was stripped and was not tightening down. The issue was discovered while attempting to set up the clamp onto an instrument; the site used a different clamp for the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Evaluation of suspect clamp finds: adjustment screw threads are damaged preventing turning of the screw. Failure mechanism is stripped threads-screw.